Event description:
It was reported that an ilet user experienced recurring alert 38 indicating consecutive stalled motor events; the user had restarted the device multiple times, dismissed the alert, and during a guided dry run received an ¿unable to proceed¿ alert, with the rewind step sounding abnormal. Symptoms included no reported adverse clinical effects. Outcomes included no clinical impact requiring medical intervention. Investigation included technical troubleshooting by phone and arrangement for device replacement. Investigation of this case revealed a suspected motor stall with abnormal rewind behavior. It was concluded that a device malfunction was suspected and a replacement was provided for continued therapy continuity pending return and evaluation of the original device. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.